Manufacturer narrative:
H3: 81 evaluation is progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Initial calibration failed with an 'oxygen (o2) sensor out of range' event indicated in the log data. A luo o2 sensor was installed to the epgs and the o2 reading remained steady for an hour. It was determined that the o2 sensor did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) analyzer failed calibration. Calibration was attempted twice more without success. As mitigation, an external blender was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.